Event description:
The patient received inappropriate shock due to noise and increased impedance. Review of the fluoroscopy revealed externalized conductor. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received analysis found an external insulation abrasion at 6.9cm from the pin, consistent with that produced by friction with the ic d can. This would cause the reported noise when in contact with the ICD can.